Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Bolus anomaly was not confirmed due to the keypad anomaly. The following cosmetic damage was noted on the device: cracked case on the display window corner, minor scratches on the lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Bolus anomaly was not confirmed due to the keypad anomaly. The following cosmetic damage was noted on the device: cracked case on the display window corner, minor scratches on the lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.